Manufacturer narrative:
Reporter is synthes employee. A device history record (DHR) review was conducted: manufacturing date: 27-mar-2018. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50 mm/self-retaining/hxc. Lot number: h476116 (non-sterile). Lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. A product investigation was conducted. Visual inspection:the returned device was examined and the complaint condition was able to be confirmed as the distal tip was found to be worn and twisted. The complaint condition was unable to be replicated due to post-manufacturing damage. This complaint is confirmed. Dimensional inspection: the design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis was able to be completed due to post-manufacturing damage. Document/ specification review: the relevant drawing(s) was reviewed:this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Investigation conclusion: no definitive root cause was able to be determined however the failure mode is consistent with the application of excessive torque during screw insertion. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 1, 2019 during routine incoming inspection of a loaner set, it was observed that screw driver shaft 1.3/1.5 t4 self-hold was bent. There was no patient involvement. During manufacturer's preliminary investigation of the returned device it was observed that the device had stripped threads. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).